Event description:
It was reported that during an angioplasty treatment procedure, removal difficulty was encountered. The 60% stenosed target lesion was located in a moderately tortuous and calcified middle right coronary artery (rca). The 12mm x 2.5mm -maverick monorail balloon catheter was advanced into the patient and dilation was performed. The physician attempted to remove the device from the patient however severe resistance was encountered. The device was removed intact. There were no patient complications reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).